Event description:
Patient receiving cvvh (continuous veno-venous hemofiltration) therapy via prisma machine. The machine was alarming with a message on the screen that indicated a net loss/net gain exceeding 130 ml within three hours. Rn unable to reset machine to continue treatment. Prisma technical support called gambro. ICU charge called and advised not to use machine and no other machines were available per rental company. The physician was notified and updated. A decision was made to discontinue treatment.